Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. A visual inspection was performed using the naked eye which observed cut in the tubing in both samples. Functional testing was performed including clear passage and pressure testing; and leaks were observed in both devices. The reported condition was verified. The cause of the condition was due to improper handling during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution sets were leaking from unspecified locations. This was identified during a patient infusion. The customer reported that ¿the IV (intravenous) tubing was leaking so they replaced tubing to find it was also leaking. A third tubing was used and no leaking was noted.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.